Manufacturer narrative:
Combination product: yes. Additional information 16. Feb 2026: the device out of service date was on 04/09/2025 due to patient was expired. There is no specific date provided if when the device was explanted upon receipt, the lead under complaint was found cut 14 cm distal to the is-1. The proximal fragment was received for analysis. The distal fragment was not received for analysis. The lead was probably cut during the extraction procedure. The returned lead fragment was analyzed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes. -

Event description:
Boston scientific provided the following information: this lead was explanted due to noise. Should additional information be received, this file will be updated.